Event description:
(B) (4). Same case as 2134265-2009-04779. It was reported that post a coronary artery stenting treatment procedure, the patient died. In (B) (6) 2005, the patient underwent treatment of two lesions. Lesion 1 was in the left anterior descending (lad) artery. The reference vessel diameter was 2.7mm and the lesion length was 26mm. Pre-procedure there was 100% stenosis and post-procedure 3% stenosis. A 2.75x28mm liberte stent was implanted. The procedure was a technical success. Lesion 2 was in the left anterior descending (lad) artery. The reference vessel diameter was 3.5mm and the lesion length was 6mm. Pre-procedure there was 100% stenosis and post-procedure 3% stenosis. A 3.5x8mm liberte stent was implanted. No additional procedure was performed in the target lesion. The procedure was a technical success. The patient had sudden cardiac death the next day.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B) (4): device not returned for analysis.